Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The drive shaft fractured at the first swivel joint closest to the reamer head. Not all the fractured pieces of the joint were returned. The shell and handle were not returned for evaluation. The device was manufactured in 2016 and exhibits signs of extensive wear/usage. The joint most likely fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the joint could not bear the imposed torsional loading, which lead to a fracture. Fatigue cracking is caused by the reamer bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a thr procedure, the inner piece of the offset reamer broke intra-operative. A backup offset reamer was available within a minute to resolve the issue. No impact or injury to patient due to this issue.